Event description:
Information received by medtronic indicated that the customer alleged possibly under delivery on insulin pump as insulin pump was not providing correction. Customer experienced hyperglycemia with blood glucose value 25 mmol/l. Customers current blood glucose was 7 mmol/l. No further patient complications were reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.